Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with electrode belt) was confirmed. Upon investigation the monitor was intermittently communicating with an electrode belt. The cause for the communication failure was isolated to an intermittent bga solder connection at the u500 dsp component on the monitor c/a board. The root cause for the intermittent bga connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. In addition, the monitor's front response button was found to be intermittently functional. The cause of the intermittent response button was a creased response button flex cable. The root cause of the creased cable was unable to be positively identified. No adverse event resulted from the defective components.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that the monitor was unable to communicate with an electrode belt.